Manufacturer narrative:
H4: the lot was manufactured between august 18, 2023 and august 21, 2023. H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection of the photograph observed white drug residue inside a yellow color bag that contained the device which suggested a leak had occurred. The reported condition was verified. Due to the nature of the provided sample, no further testing could be performed. Therefore, the cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
Eval pr# (B)(4) was completed on 04/09/2024.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor leaked. "A small amount of liquid leaked into outer pouch and crystallized". This was noticed before patient use. The device contained 3600mg fluorouracil and 115ml of 0.9% sodium chloride. There was no patient involvement. No additional information is available.